Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during the intraocular lens (iol) implant procedure leading haptic of iol twisted. Surgeon unwilling to implant. The surgery was completed with the backup lens. There was patient contact and no patient harm. Additional information has been requested.